Event description:
Impella cp smart assist was inserted via the right femoral artery in a 64-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease and low ejection fraction. The patient¿s clinical state prior to implantation was stable. After implantation of the peel-away sheath, the impella was placed and the companion sheath single-access was punctured at 10 o'clock. During the procedure, about an hour later, bleeding from the hemostasis valve was noticed, accompanied by a drop in hemoglobin. The doctor reported proceeding as usual, and the bleeding was not initially visible, only becoming apparent when blood from the catheter table began dripping onto the floor. The single-access sheath was removed, and bleeding at the hemostasis valve was subsequently noted while the impella remained in place. The patient remained stable. The pump was explanted before the end of the case, and the patient survived to explant. Bleeding may have resulted from access-site complications during support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.